Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a treatment performed when the issue occurred. The procedure was aborted (including delay 20 minutes or discontinued). The philips field service engineer (fse) inspected the system onsite and confirmed that host pc was unable to power the hdd. Upon functional testing, the fse found that there is no splash screen, no activity light on the ippc, and no hdd led on the host pc. The fse replaced os hd in the new host pc and updated the new mac address of the host pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and device problem code was corrected.

Event description:
It has been reported to philips that the allura device would not boot up as expected. The screens were blank. The device was outside of clinical use at the time of the event. No harm has been reported to philips.